Manufacturer narrative:
Return requested. Replacement articulating arm shipped to site 07/04/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site navigation system articulating arm that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned articulating arm found that the reported event was related to a mechanical issue. The arm passed both vertical pull and horizontal pull left and right but the ball joint near the starburst mounting bracket was locked up. The reported event was not confirmed as a different issue was identified (locked up). If this information was available during the initial review, the reported event would not have been considered a reportable malfunction. As a mechanical issue was identified, this issue was documented in a medtronic navigation hardware anomaly tracking database.